Manufacturer narrative:
Findings: all operating currents are within specification. Off no power alarm functions properly. No blank display noted. No damage found on thec13/lcd isolation tape noted. However, moisture damaged noted on electronics assembly. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 200 mg/dl. The customer found a small crack to the right of the down arrow button. The customer doesn't know how the damage occurred. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.